Event description:
Report given by nurse: "pump infusing propofol at 70 micrograms/kilograms/minute on highly agitated patient. Pump was not being manipulated by staff when error message popped on screen: "channel failure. This channel is inoperable due to a malfunction. Send pump for service." Patient was very agitated at this point, multiple staff members were attempting to keep patient in bed while he was fighting them. This untimely pump failure put both patient and staff at risk as patient was not receiving prescribed sedation."